Event description:
It was reported that during an implant high lead impedance was observed in several placements in the heart on rv lead. Loss of capture was also observed. The lead was not implanted and replaced with another lead. New lead was placed in high septal position and good measurements were obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found. Electrical measurements revealed high lead pacing impedance due to that the helix was clogged with dried body fluid and tissue. Normal lead pacing impedance was measured when helix was in extended position.